Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported an empty pump alarm. The patient had missed their refill as the patient had moved to a different state to ca where the patient was now seen. The patient was being sent to the ER (emergency room) as the patient was showing signs of withdrawal. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 11-jan-2018 from a healthcare professional (hcp) who reported that the patient¿s pump was refilled on (B)(6) 2018. The patient¿s medical history included that the patient was quadriplegic. The hcp had no further information to provide. No further complications were reported/anticipated.